Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop34 (lot: 0011286947); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 34 millimeter (mm) transcatheter bioprosthetic valve into a bicuspid type 1 patient with a heavily calcified anatomy, the valve was recaptured once. The valve was then deployed to 80 percent. The valve was noted to be constrained/under expanded and a infold was present. The valve and delivery catheter system (dcs) were removed from the patient and a new 29 mm valve and dcs were used. The replacement valve was implanted successfully. However, the valve was noted to be constrained/under expanded due to the patient's anatomy. A post balloon aortic valvuloplasty (bav) was performed successfully. Upon removal of the guidewire, the guidewire dislodged the outflow frame and embolized the valve. An additional 29 mm valve was successfully implanted. No additional adverse patient effects were reported. Additional information was received which reported that the valve was initially recaptured as the implant was too deep. No additional adverse patient effects were reported.